Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l36765, implanted: (B)(6) 1995, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and morphine. The doses and concentrations were unknown. It was reported that in 1996 (10 months after the pump implant was put in), the catheter tube was too long and rubbing on the skin. [The catheter] ¿got across¿ the top of the pump and busted open a big hole. The catheter tube was ¿hanging out¿ and put the patient in the hospital. The patient was titrated down, and the device was removed. They let the patient heal up. Sometime ¿later down the road¿ the device was replaced. It was noted that in 1987-1988, the patient had a preexisting condition; the patient got into an accident and within 3 days had a pseudomonas infection. He felt this might have played a role in the event since he had been exposed to it before.